Event description:
During service, failure code 402 was found to have occurred. The facility representativ stated that no patient injury associated with this report or have there been any incident reports filed